Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with tvh due to sui, dysfunctional uterine bleeding and hypermenorrhea. It was reported that following insertion the patient experienced pain, bowel problems and dyspareunia

Manufacturer narrative:
No addiional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary problems, bowel problems, recurrence and dyspareunia.